Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the sample was returned with the knob broken off. The break on the shaft resulted in material bent towards the inner diameter. Axial scratches located throughout the shaft indicate usage. The break is located at the tangency point of the shoulder and the shaft. The knob has deep dents on the top and sides, the hex feature is damaged. Measurable dimensions were within print specification. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is invalid from a manufacturing perspective.

Event description:
It was reported that during a procedure, the head of the coupling screw sheared off as the surgeon was inserting the helical blade. All pieces were retrieved. Surgeon used an extraction screw to remove the coupling screw. No pieces remain in patient and the procedure was completed.